Event description:
It was reported that a shaft break occurred. A 06/3.00 flextome® cutting balloon® monorail was selected to treat the target lesion located in the left anterior descending artery (lad) .during preparation, outside of the patient, the physician removed the device from the hoop and prepared the device correctly. After physician wired the device, it was noted that the shaft snapped in half and came apart into two pieces while running the device into the patient's body. The procedure was completed with another of the same device. The device never entered the patient's body. No patient complications reported and patient's condition is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the balloon protector cap was not returned for analysis. A visual examination of the returned device identified that the balloon was tightly wrapped and was not subjected to positive pressure. No issues were noted with the tip or blades of the device. Catheter shaft: a visual examination of the returned device confirmed a hypotube shaft break at 747 mm from the hub of the device. In addition, the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).